Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of pt or staff injury were reported. No add'l info was provided.

Event description:
The customer reported that the contrast injector on the 8800 system would not function. No pt injury was reported.